Manufacturer narrative:
The device was returned for evaluation. The evaluation confirmed that the image processor white balance was not working. Additionally, the evaluation uncovered a faulty printed circuit board which caused poor color reproduction with 190 scopes. The faulty parts were replaced. The device was inspected and passed olympus functional standards. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
A user facility reported to olympus the evis exera iii video system center white balance was not working. During a standard inspection and evaluation of the customer returned device, poor color reproduction was found due to a faulty printed circuit board (pcb). This report is being submitted for the pcb failure found at evaluation. There was no harm, infection or user injury reported due to the event.

Manufacturer narrative:
The supplemental report is submitted to provide the result of the legal manufacturer¿s investigation. Updates to section h4 and h6. The device history record for the subject device was reviewed and it was verified that the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. A conclusive root cause was not identified. The investigation determined that the white balance and the color tone does not function properly due to the failure of the dp board.